Event description:
Details of complaint (reported issue): "the cap snapped off, and appears half melted".

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation: a report was received indicating that the syringe cap had snapped off and appeared partially melted. To support the investigation, one empty sample with opened flow wrap packaging was submitted for evaluation by the quality team. A visual inspection confirmed that both the syringe tip cap and the syringe barrel luer were damaged. The threaded portion of the tip cap remained lodged in the syringe barrel luer, while the rest of the cap was missing. This type of damage is consistent with a scenario in which the syringe was misaligned within the flow wrapper during packaging, causing the flow wrap cutter to strike the device. A device history record (DHR) review was conducted for material number 303270, lot 4212120. The review found no quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the flow wrapper process confirmed that the equipment settings and unit placement were correct, and the product flow was consistent. To date, no similar incidents have been reported for this lot. Based on the returned sample analysis, the customer-reported issue has been confirmed.